Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the defect and root cause analysis. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. However based on previous evaluations with the same failure mode a potential root cause identified could be product use, over catheter length insertion. According to the literature included in the product (manual), the failure mode could occur during insertion of the medical procedure. The insert manual which indicates to estimate insertion depth, use the tube to measure the distance from the tip of the patient's nose to the earlobe and from the earlobe to the xiphod process for gastric placement&#65533;. This measurement determines the tube length therefore if the tube was inserted more than specified in the procedure, a possible coiling or kink around the stomach could occur. Due to the extreme caution, this device should only be inserted by a trained clinician. Since no sample was available for evaluation a corrective action is not deemed necessary at this time. The process is running according to product specifications meeting quality acceptance criteria. In addition, production personnel were notified of the reported condition. There are no changes that may impact the product in the reported way. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will also be used for tracking and trending purposes.

Event description:
It was reported to covidien on 2/10/2015 that a customer had an issue with a feeding tube. The customer reports having to assist another rn in removing one tube that was knotted in the stomach. It was too large to pull through (resistance ++). They used magills and pulled it out from the back of the throat and used scissors to cut the tube, so they could pull the knot through the mouth and the other end through the nare. The patient did not seem adversely affected but did have to have another inserted and another x-ray to confirm placement.

Manufacturer narrative:
Submit date: 02/19/2015. An investigation is currently underway; upon completion, the results will be forwarded.